Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter was analyzed. The catheter was received with the dilator inserted. The tip of the dilator is broken off. The broken portion of the tip was returned with the catheter in a separate bag. No evidence of kinking or other damage was observed.the tip of the dilator that was separated from the shaft measured 7.19 mm. (B)(4) .

Event description:
It was reported that during implant the tip of the dilator was unexpectedly cut off and remained in the lateral vein. Attempt was made to remove it but it split in two. One piece was recovered and the other piece stuck onto the tricuspid valve position and wouldn't move. It was attempted to remove it with the snare, but it was determined to be impossible to remove with a non-surgical method. The piece remains in the patient. No further patient complications have been reported as a result of this event.